Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level due to an unknown cause. A manual injection was used to correct. Troubleshooting to determine a possible cause of the elevated bg level was declined by the customer.